Manufacturer narrative:
The unit performed as intended indicating that the backup battery for the nurse call functionality was dead.

Event description:
It was reported in a service report that, the 9 volt battery needed to be replaced. No adverse consequences were reported.